Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that the pharmacist reported that several patients presented with endophthalmitis a few days following intravitreal administration of the product. While the reporter acknowledges that sterile endophthalmitis is a known rare adverse event, the temporal clustering of two cases has raised concerns regarding a potential infectious etiology linked to a product quality defect. The infectious status of the endophthalmitis is currently unconfirmed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.